Event description:
It was reported that there were sparks and smoke coming from the display monitor of the cs/3 critical care monitor located in the ICU. No injuries were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.